Manufacturer narrative:
Device was received and forwarded to engineering for evaluation. (B)(4).

Event description:
Blade began to smoke. Sales rep. Was informed that the shaver blade/hand piece junction started to "smoke" .